Event description:
It was reported that during an attempted implant, the lead experienced high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.